Event description:
A pt reported blood glucose results of 36 and 30 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt performed two control solution tests and both failed. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed. No injury or harm was alleged. A replacement meter is being sent.